Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced multiple inappropriate shocks since the original implant procedure. It was determined that the causes of the inappropriate shocks were likely due lowered amplitude measurements, t-wave over-sensing, and over-sensed myopotential noise. The smartpass feature was also found to have been deactivated appropriately due to the low amplitude measurements. Boston scientific technical services (ts) was contacted for device data review and programming recommendations. Both the primary and alternate sensing vectors were most likely not appropriate due to significant variability in amplitude measurements. Thus, the secondary vector would be most suitable to enable the smart pass feature, but this sensing vector led to the most inappropriate shock therapy. It was recommended to perform a new sensing template and continue remote monitoring. If further episodes occur, it was stated the patient is most likely not suitable for a s-ICD system. At this time, the system remains implanted and no additional adverse patient effects were reported.